Event description:
It was reported that motor not running/rate error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked on top case by the tube holders and on right plunger case. The errors appeared on the event history log. The motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear. The worm coupling, leadscrew and clutch halves were replaced. Preventative maintenance and functional testing were performed and device passed.